Event description:
User facility medwatch received from cdrh which states "perclose percutaneous arterial puncture site closure device applied after cardiac catheterization resulted in arterial injury and thrombosed common femoral artery. This required emergency vascular surgery for arterial reconstruction and limb salvage followed by ICU admission and inpatient hosptialization." Additional information has been requested from the customer. At present, no additional information has been received as yet.

Event description:
Received the following additional info from the reporter: the perclose device was used following a cardiac catheterization. The reporter stated, "six hours following the procedure the pt's pulses were lost. The pt went to surgery immediately. The device went to the back wall and ahd sewn the artery shut. The common femoral artery was thrombosed." It was unk to the reporter if the pt's pulses returned to pre-procedure quality. The pt was discharged home without further event and with a "viable foot."

Event description:
User facility medwatch received from cdrh which states "perclose percutaneous arterial puncture site closure device applied after cardiac catheterization resulted in arterial injury and thrombosis of the superficial femoral artery. This required emergency vascular surgery for arterial reconstruction and limb salvage followed by ICU admission and inpatient hospitalization." Add'l info has been requested from the customer. At present, no add'l info has been rec'd as yet.